Manufacturer narrative:
The device was received for evaluation on (B)(6) 2017. Gross examination of the returned prosthesis was conducted on (B)(6) 2017. The returned valve was received with the accessory kit used to collapse the valve. The valve was received in a plastic bag with minimal storage liquid, but appeared to be in generally good condition. The returned accessory kit appeared undamaged and in generally good condition. Visual inspection of the returned prosthesis and accessories confirmed the absence of any non-conformities. A collapsing simulation was performed with the returned valve and collapser in an attempt to reproduce the reported event. No problems were encountered during the positioning or collapsing of the returned valve. The inflow cap was correctly positioned over the inflow portion of the valve, and the plastic tube was correctly positioned over the metallic outflow crown of the valve. As such, it was not possible to replicate the anomalous behaviour reported in the case history. Most notably, the sinusoidal struts were not observed to be "at an angle", as reported in the event narrative. Based on the analyses performed, the reported event cannot be explained by any factor intrinsic to the involved device, and the root cause of the event is undetermined.

Manufacturer narrative:
A complete manufacturing and material records review for the nitinol stent component of the perceval sn (B)(4) has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. Device available but not yet received.

Event description:
A size xl perceval valve was selected for implant. The valve was collapsed and implanted, but was not seated correctly. The surgeon opted to re-implant the valve at his discretion. As the valve was being parachuted down on the guiding sutures, the physician noticed that the pair of sinusoidal struts on the stent were at an angle. He did not think it would be a problem, but when the valve was implanted it was, again, not seated properly. The physician thus explanted the valve a second time. After collapsing the valve for the third time, the surgeon noted that the sinusoidal struts were still at an angle and decided to open a new valve, and new dual holder. A new dual holder was used because the knob was sitting at an angle to the handle. After collapsing the new valve, it was implanted without incident. The surgeon was happy with the results and the case proceeded with good results. An additional 20-30 minutes of added cross clamp resulted from the event. The patient was doing well at follow-up.